Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) due to noise was observed on the right ventricular (rv) lead via review of remote transmission. The asymptomatic patient presented to the clinic, and no oversensing of noise was reproducible, but significant variation in sensing with isometrics and deep breathing. Programming changes were made.